Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2017-00552. Reference MFR. Report#: 1627487-2017-02711. It was reported during a permanent lead procedure, the physician made several attempts to place the lead at the desired vertebral level; however, to no avail. It was stated due to anatomical reasons the leads repeatedly strayed anterior. Subsequently, the physician abandoned the procedure.